Manufacturer narrative:
Follow-up #1 date of submission 08/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons operated properly. The keypad cover was removed and no internal defect was found. Unrelated to the initial complaint, the audio bolus button cover was torn. The button responded properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was also reported that all the keypad buttons were over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.